Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging a onetouch verio iq meter was displaying inaccurate results when compared to another meter. A patient reported blood glucose results of "9.6 mmol/l" with a lifescan meter and "6.2 mmol/l on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30mg/dl or <=30%. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient performed a meter vs. Another meter comparison where the calculated difference of the results meets lfs' criteria for accuracy reporting. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4): the complaint was not confirmed. However a secondary issue unrelated to the complaint was found. On performance testing with control solution, an error 4 was observed with no assignable cause found. The subject meter was also returned on (B)(4) 2012. The evaluation of the meter has not been completed; therefore, no conclusions can be drawn at this time. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.